Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that nine months and twenty-seven days following the implant of this transcatheter pulmonary bioprosthetic valve, stenosis was noted. The following day, a balloon aortic valvuloplasty (bav) was done and a stent was placed. No further adverse patient effects were reported.

Manufacturer narrative:
Report source: "study" has been added on this report as the patient is in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was obtained indicating that the transcatheter pulmonary valve (tpv) was the proper size for the patient and the stent supporting the valve was not fractured. There was no relation with the previously placed chronic conduit. The reported stenosis/obstruction may have been related to pannus on the tpv. Transesophageal echocardiogram was done but the inside of the valve could not be visualized. Intracardiac echocardiogram was not available to further evaluate the valve. As previously reported, a bav resolved the issue. (B)(4).